Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump seems to be infusing at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump "is miscalculating feed totals". They stated that they programmed the pump to deliver the following: rate of 600 and inf dose but also tested at rate of 300 and inf dose. They stated they "checked at 20 delivered 27, test at 30 delivered 40, test at 40 delivered 52". The initial reporter also stated that this occurred during testing and a patient hadn't been involved. (B)(4).